Manufacturer narrative:
G4- please note that this device (cx01b-c) is not marketed in the united states; however, it is same to the united states marketed device with catalog# cx01b, 510k# k102397 and UDI# (B)(4). H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having two-level kypho plasty (t11 and t12) due to fracture of t11 and t12. It was reported that during a two-level kyphoplasty procedure cement set too quickly, becoming granular and prior to delivery, and hardened within a minute, making it unusable with the bone filler. Two cement kits got hardened. First one was mixed for 40 seconds and second one was for 20 seconds the procedure was initially delayed, but ultimately completed successfully with a new product. There were no patient symptoms or complications as a result of this event.